Event description:
Allegedly, patient suffering mom complications. Additional information receive 04/08/2016. Allegedly the patient was revised due to the following mom complications: pain; cobalt and chromium levels were elevated. (Left) added hospital, implant and explant date.